Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -16.00/+3.0/082 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted due to elevated intraocular pressure. The lens was lost and will not be returned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.